Event description:
One hour and 20 minutes into hemodialysis treatment a leak was noticed between the venous chamber and the top cap. A new bloodline and dialyzer were set up, however pt's blood could not be returned resulting in estimated blood loss of 300cc. No intervention was required and treatment continued with no further incident.